Manufacturer narrative:
Conclusion: a device history record review is not required as the product event does not indicate a potential manufacturing issue. It was reported that during the implant of this transcatheter bioprosthetic valve into a patient with existing abdominal aortic aneurysm (aaa), difficulty was experienced during advancement of the delivery catheter system (dcs) out of the sheath and into the abdominal aorta. The device was not returned for analysis nor were procedural images or pre-case plan available for review. Difficulties advancing the dcs through the vasculature is known to be related to factors such as patient anatomy and physician technique, including guide wire and introducer sheath selection. In this case, it was noted that the patient's minimum access vessel was 5.0 millimeter (mm). Per the instructions for use (IFU); patients must present with transarterial access vessels with diameters that are either =5 mm when using models envpro-14. Therefore, the vessel was on the lowest end of the allowable specification. With the information available, a definitive root cause for the advancement difficulty cannot be established. Advancement difficulties do not typically indicate a device issue. It was then reported that this resistance that was met advancing into the abdominal aorta resulted in the rupture of the thin wall of the aaa which was present. The rupture lead to uncontrolled bleeding into the patient's abdomen. Vascular injuries, such as rupture, bleeding and death are known potential adverse patient effects per the IFU and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. Per the information received, the patient had an existing aaa which had a thin wall. It was reported that resistance was met while advancing the dcs out of the sheath and into the abdominal aorta. Per the evolut system instructions for use; there will be some resistance when the catheter is advanced through the vasculature. If there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture). Therefore, the most likely cause of the vascular complications and subsequent death was patient anatomy. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during the insertion of the delivery catheter system (dcs) through a non-medtronic 18 fr sheath, the dcs punctured the thin wall of the abdominal aorta and caused an abdominal aortic aneurysm rupture. The rupture lead to uncontrolled bleeding into the patient's abdomen. A covered stent graft was placed but the patient's heart was unable to recover from cardiopulmonary resuscitation (CPR) and shock. Following CPR, it was reported that there was no cardiac motion and the patient died. It was reported that resistance was met while advancing the dcs out of the sheath and into the abdominal aorta. No autopsy will be performed.